Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that a needle was only used with saline to test to see if it would leak and it did.

Manufacturer narrative:
The device history record (DHR) was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, the samples are inspected for damages/leaks. The lot met all defined acceptance requirements and was released. One used sample was received for investigation. The sample was evaluated, and the reported condition could not be confirmed; the sample did not leak during testing. The true root cause of the failure could not be determined based on available information. There were no anomalies found during a review of the DHR, maintenance records, or process monitoring data. There was no evidence of any systemic failure of the manufacturing process. Based on the investigation and root cause analysis, the initiation of a new corrective and preventative action is not required at this time. This complaint will be utilized for trending purposes to determine the need for corrective actions.